Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected for premature battery depletion (pbd). Data analysis showed that the device is exhibiting premature depletion. The actual battery voltage and estimated battery voltage from usage has started to dissociate. And therapy delivery is currently unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate, it should no longer be relied upon to determine the depletion status of the device. A device replacement has been recommended. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected for premature battery depletion (pbd). Data analysis showed that the device is exhibiting premature depletion. The actual battery voltage and estimated battery voltage from usage has started to dissociate. And therapy delivery is currently unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate, it should no longer be relied upon to determine the depletion status of the device. A device replacement has been recommended. The device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and will not be returned. No additional adverse patient effects were reported.